Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, the device was at end of life, and it did not meet projected longevity. The device could not be interrogated due to low battery voltage. Analysis performed after installing a new battery showed normal device function. The in-circuit current was monitored for an extensive period and no high current drain was noted. Analysis on the battery did not show any anomaly. The cause of premature battery depletion could not be determined.

Event description:
During a follow-up in clinic, the device was unable to be interrogated with a magnet. At a separate follow-up in clinic, the device remains unable to be interrogated. Device explant is anticipated. The patient was stable.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event. The patient was stable.